Event description:
It was reported that the pump displayed an error code and was missing the battery compartment door. No patient injury was reported.

Manufacturer narrative:
The product was returned to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection showed the liquid crystal display (lcd) was scratched and the battery door was missing. The alarm history could not be retrieved from the event history log (ehl) because of an error code at startup. Functional testing found the main board inoperable. The main board was replaced. The root cause of the failure was unable to be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).